Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a mach1 guide catheter to cross the lesion. The maverick2 monorail balloon was removed the replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.